Manufacturer narrative:
Follow-up #1: date of submission 30-jan-2018 - device evaluation: in q4 2017, there were 1 instances of flashing display w/moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #2 26-apr-2018 device evaluation: in q1 2018, there was 1 instance of a flashing display w/moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 6 allegations of a malfunction, 4 pumps were returned to animas and investigated. Of the investigated pumps, 4 were found to be malfunctioning due to a moisture issue. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 6 malfunction events. A review of the events indicated that the one touch ping model pump experienced a flashing display with moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 8-57 years of age and between 92 and 92 pounds. Of the reported patients, 3 were male, 3 were female, and 0 were unknown.